Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at approximately 4:40pm. The patient stated that he obtained the results of "218, 153 and 141 mg/dl" using the subject meter, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took his usual dose of 20 units of humalog medication (including sliding scale) on (B)(6) 2015 at approximately 4:40pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaky and weak" within 60 minutes after the alleged product issue; however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.